Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) display monitor went black and does not display while monitoring patients. Bme was able to transfer all patients to one screen to continue monitoring. No patient harm or injury reported. Service requested/performed: on (B)(6) 2021, the unit was cleaned and decontaminated by nihon kohden america repair center (nka rc). The model, serial number and all labels were verified. No physical damage was noticed. On rc evaluation, the reported problem was duplicated. The inside of the unit was found to be very dusty. On (B)(6) 2021, nka rc found that both the hard drives were found to be degraded. Rc replaced both hard drives, # 6104900860, which resolved the issue. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. The repaired unit was shipped to the customer on (B)(6) 2021. No issues have been reported since. Investigation summary: the possible cause for the reported issue is considered to be hard drive failure. In this incident, the device has been in use for seven and a half years with no history of hdd replacement, and hard drive degradation is a high possibility. When hard drives fail, this failure can manifest in different ways. There can be an error message, or the device may reboot, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance)). Hard drive failures probably attributable to reaching the end of expected useful life (approximately 20,000 hours of use - every two years). The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001. Attempt #1 07/30/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/06/2021 emailed customer via microsoft outlook for all items under the no information section. Reply was received, a2- a6 no patient information available. D10- zm-531pa transmitters. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns, serial number, manufacture date is no information (ni) as attempt was made to retrieve the information and only the model number was provided by customer: zm transmitters model number: zm-531pa serial number: ni manufacture date: ni universal device information (UDI):(B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) display monitor went black and does not display while monitoring patients. The bme was able to transfer all patients to one screen to continue monitoring. No patient harm or injury reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) display monitor went black and does not display while monitoring patients. Bme was able to transfer all patients to one screen to continue monitoring. No patient harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. Reply was received, no patient information available. Zm-531pa transmitters. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: zm transmitters: model number: zm-531pa, serial number: ni, manufacture date: ni, universal device information (UDI): ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) display monitor went black and does not display while monitoring patients. The bme was able to transfer all patients to one screen to continue monitoring. No patient harm or injury reported.